Manufacturer narrative:
Findings: all buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube window, cracked case at reservoir tube window corner and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 77 mg/dl. The customer stated that none of the buttons are working. The customer stated that she thinks it was pressed on something but doesn't know for sure. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.